Event description:
It was reported that the ilet displayed ¿unable to proceed¿ upon initiating a cartridge and tubing change, persisting across multiple restarts, battery checks, new supplies, and a dry run, consistent with consecutive stalled motor behavior in the insulin delivery system. Symptoms included no reported adverse clinical effects. Outcomes included interruption of insulin delivery requiring device replacement. Investigation included review of the reported alarm behavior and device history, along with preparation for device return. Investigation of this case revealed a suspected mechanical or motor stall within the insulin delivery assembly, aligning with historical findings for stalled motor events. It was concluded, based on previously established findings for similar reports, that the cause was an internal device¿component¿failure of the pump motor assembly.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.